Manufacturer narrative:
The reported issue that there was the customer had an installation issue during inspection of the pump control unit (pcu) could not be confirmed from the information received, and no more information was made available. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however it was reported that the installation was then completed. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pcu installation issue. No product returned. It was reported that the customer had an installation issue during inspection of the pump control unit (pcu). The installation was then completed. No further information was provided.